Event description:
Fifty-five mins into dialysis treatment, pt became symptomatic of excessive fluid removal. He complained of feeling hot, dizzy and bp dropped to 69/41. Legs began to cramp. Continued to feel worse, diaphoretic, and pale. Treatment was terminated. Physician notified. Staff also observed clear liquid draining from back of dialysis machine. Inspection of the dialysis machine, fresenius 2008h, showed uf prefilter had separated resulting in excess fluid removal from pt. There were no alarms to alert pt care staff to problem. Machine was set to remove 1900cc over 4 hrs. Machine removed approximately 3400cc in 75 mins. Fresenius notified and tech dispatched to check machine. Could not be determined if filter or human error. Monthly maintenance had been completed 3 weeks prior. Filter was checked and "o" rings replaced at that time. Impossible to determine if it was human error in locking of filter. However, machine still failed to alarm.